Event description:
It is reported that the surgeon drilled at the narrow space of tibia for cutting guide. When he impacted the tibia component, drilled holes were linked and the medial part of the tibia was fractured. The surgeon fixed the fractured bone by screws. He thinks revision is not necessary.

Manufacturer narrative:
Evaluation summary: neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of operative reports, x-rays, product or further information. Evaluation: manufacturing documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification. The investigation could not verify or identify any evidence of product contribution to the reported problem.